Event description:
It was reported that an atriotomy closure of the right common femoral artery was attempted using a proglide device after a diagnostic procedure. Reported, when the needle plunger was retracted a link break occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device confirmed the reported link break. Also, the analysis indicated that a posterior cuff miss occurred. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that were associated with this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.